Event description:
The lay user patient contacted lifescan (lfs) on february 2006 and alleged that her one touch basic meter was having a power issue. The patient called lfs and stated that the battery in her meter needed to be replaced. The patient has not used the meter in 3 years. During that time, she has had symptoms of hyglycemia passed out, and was hospitalized. No further information was provided regarding the event. At the time of troubleshooting, it was verified that this was not a new product. The patient did not have a new battery to replace and it is unknown if the meter had displayed the battery icon. Although there is insufficient information regarding the events leading to the hypoglycemia during the 3 years that the patient had not used the meter, this complaint is reported because the product failedto provide a result due to the power issue and the patient was treated for hypoglycemia. A replacement meter, control solution and test strips were sent to the lay user/patient.